Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Evaluation summary: the condition of a colleague infusion pump with failure code 313:425:250:0024 was confirmed in the pump's event history. This condition was caused a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 313. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering could not confirm failure code 313. However, they did discover failure code 313:425:250:0024 and found this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.01.00.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.